Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer passed out due to low blood glucose after walking around for a long period of time. Customer's blood glucose was 23 mg/dl. Paramedics were called and customer was treated with d5 glucagon shots. Customer was not taken to the hospital. Customer declined troubleshooting for low blood glucose.